Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet touch screen cracked and became unresponsive, which rendered the device nonfunctional; the user switched to backup therapy and blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control, no medical intervention, and no hospitalization. Customer care provided support that included a review of the device issue and attempts to obtain the device for evaluation. Investigation of this case revealed damage to the display assembly consistent with a broken or delaminated screen and a resulting loss of touch responsiveness. It was concluded that the device experienced a hardware failure of the screen component, leading to loss of user interface functionality without patient harm.